Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that the physician was unable to deploy the iliac limb. The graft cover would not retract. The device was removed from the pt without complications, and another device of the same size was deployed without incident. No clinical sequelae were reported, and the pt is reported to be fine.